Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure on (B)(6) 2013. According to the complainant, the patient anatomy was tortuous. During the procedure, when the physician was attempting to deploy the stent, the delivery catheter cracked in half. The stent was unable to be deployed. The stent was still fully mounted on the delivery shaft and was removed from the patient fully constrained. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure on (B)(6) 2013. According to the complainant, the patient anatomy was tortuous. During the procedure, when the physician was attempting to deploy the stent, the delivery catheter cracked in half. The stent was unable to be deployed. The stent was still fully mounted on the delivery shaft and was removed from the patient fully constrained. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the stent was received fully mounted onto the delivery system device. The outer sheath was accordioned and broken at 5mm distal to the proximal handle. The outer sheath was kinked at the distal end of the mounted stent and at the proximal end of the mounted stent. The shaft was kinked at 45mm distal to the distal handle. During analysis a restriction was met when attempting to retract the outer sheath and deploy the stent. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The stent and distal end of the inner lumen were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure on (B)(6), 2013. According to the complainant, the patient anatomy was tortuous. During the procedure, when the physician was attempting to deploy the stent, the delivery catheter cracked in half. The stent was unable to be deployed. The stent was still fully mounted on the delivery shaft and was removed from the patient fully constrained. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.